Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two untreated episodes two days after implant procedure. Upon technical services (ts) review, the episodes showed trapped air in the connector block, creating when escaping, high and fast amplitude signals as ventricular tachycardia (vt) signals. Since then, there have not been episodes for more than a month, and it is possible that there is no air left. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.